Manufacturer narrative:
Upon receipt, the battery status was eri. The device was implanted for 12 days and 74 charging cycles were recorded to the device memory. Visual inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor to the device housing. The memory content of the device was inspected. The analysis of the available iegm's showed that the last 68 charging cycles resulted from the detection of noise after explantation of the device. Therefore, it is reasonable to assume that the anti-tachycardia therapy function was not deactivated after the explantation. The shock holter documented that a 30 j shock was delivered during the dft-testing with a shock impedance of "< 25 ohms". Furthermore the shock holter documented that subsequent chargings were aborted due to an exceedance of the maximum charge time threshold of 20 seconds. The device status eri resulted from that exceedance. Next, the ability of the device to deliver therapies was verified. Antibradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device detected the fibrillation signal as specified. However, the charging was aborted due to an exceedance of the maximum charge time threshold of 20 seconds as. The visual inspection of the inner assembly showed no anomalies. Further analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery in an external short circuit. This is consistent with the spot of molten titanium observed during the visual inspection as well as with the shock impedance of "<25 ohms" noted during the inspection of the shock holter. In summary, the analysis of the ICD revealed that the output stages of the high voltage circuit have been damaged. Moreover this damage resulted from a shock delivery into an external short circuit. There was no indication of a material or mfg problem.

Event description:
An error message occurred during dft-testing on (B)(6) 2011. A ij and 15j shock were delivered, but a 30j shock on t-wave was not delivered. On (B)(6) 2011, the same error message occurred, but even the 1j shock was not delivered. The physicians observed the muscle near the ICD area contracting during dpt-test.